Event description:
Customer reports receiving erratic readings. In blood glucose tests, the customer received readings of 482 and 151 mg/dl within 10 minutes. All tests were performed on the finger. The results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury mistreatment associated with this event.